Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have low blood glucose of 53 mg/dl, which was treated with soda and a bolus and blood glucose dropped to 43 mg/dl. Customer reported that low blood glucose began on (B)(6) 2016. Customer did not go to the hospital but did contact healthcare professional who advised to call helpline. Troubleshooting was performed on insulin pump to determine reason for low blood glucose. Customer reported that drive support cap appeared normal. Customer reported of having a lot of health issues and did not believe insulin pump was causing issue. Customer was advised to contact healthcare professional.